Event description:
During a patient event, it was reported that the defibrillation electrodes pin did not allow appropriate connection to the mating connector while in use with a lifepak 15 monitor/defibrillator. A second set of electrodes were readily available and successfully connected to the patient within seconds. The patient collapse was unwitnessed with unknown health care provider response time. The device operators were monitoring an asystole patient and the issue did not have any adverse effects. The patient was not resuscitated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the quik-combo electrodes photograph that was provided and verified the reported issue. The cause for the reported problem was determined to be a misaligned pin.

Manufacturer narrative:
The failed electrodes were forwarded to the supplier for further analysis. The manufacturer verified the reported failure and conducted an in depth investigation on the issue. The supplier duplicated the bent pin but found it extremely difficult to recreate and considered them to have a very low potential occurrence rate. Furthermore, the manufacturing process last step includes a 100% visual inspection requirement prior to packaging the product. The most likely cause of the bent pin was determined to be manufacturing steps that might have created the observed discrepancy. As an immediate corrective action, the manufacturer implemented awareness training for the qa and manufacturing personnel associated with the production line; provided additional training for associates involved in the last step of the process and resolved some discrepancies that were identified during the investigation. The supplier has opened a formal CAPA (corrective and preventive action) to document the investigation results and ensure that corrective actions are implemented and they are effective.